Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a follow-up, post-paced t-wave oversensing was observed during the automatic rv sensing test and lv pacing threshold. Programming changes were made and resolved the issue, but additional programming change was recommended. Patient's conditional is good.